Event description:
On 22 july 2020, neotract was informed of a prostatic urethral lift (pul) procedure during which the physician noted that three devices appeared to not deploy properly. The procedure was completed successfully and no patient harm or injury was reported. On 3 august 2020, neotract's investigation of the returned devices indicated that one device was missing 1mm of the needle tip. Neotract notified the physician of the investigation results. On (B)(6) 2020, the physician acknowledged the missing needle piece and stated that he did not feel further evaluation was warranted.